Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. It was unable to perform basic occlusion, occlusion, prime, no delivery and displacement tests due to motor error alarm. No motor position encoder error alarm was found in the alarm history file. Device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt and she has had a few motor error alarms in the past. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value at the time of the alarm is unknown; most recent reading was 210 mg/dl. The customer also mentioned she had been experiencing high blood glucose in the 200 mg/dl range. Customer stated she had been sick and with allergies. The drive support cap is recessed and the insulin pump passed the high pressure test. Customer had issues with the ridges on the tubing connector popping off. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.